Manufacturer narrative:
Visual inspection performed on november 14, 2018 by washing and packaging manager:the visual inspection confirmed the preliminary investigation performed on the attached photos.

Manufacturer narrative:
Batch review performed on 16 october 2018. Lot 145427: (B)(4) items manufactured and released on 10 october 2014. Expiration date: 2016-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Preliminary investigation performed by packaging and washing manager on october 15, 2018. On the basis of the pictures received it can be confirmed that the issue could have been occurred due to forces experienced during transportation. This was indicated to be correlated to the combination of the packaging configuration applied and the shorter length stems as they allow more degrees of freedom for movement within the package. Modification was completed in february 2017, and the packaging produced from then contains a tip securing component that locks in place and can be positioned as appropriate to confidently secure all the stem lengths.

Event description:
Internal blister damaged (broken). The outer blister was not damaged. The surgery was completed successfully using another stem.